Manufacturer narrative:
(B)(4). One zimmer dental healing collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformances were noted. Complaint history search using etq and enovia revealed no additional complaints of this product's lot number. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an integrated implant. The alleged event is non-verifiable with the information provided. The root cause for this complaint could not be determine. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Distributor reported on behalf of the dentist.

Event description:
It was reported that doctor indicated malfunction. Healing abutment did not screw into the implant, threads looked like damaged. Doctor used another healing collar.